Event description:
It was reported that all recorded device episodes show t-wave oversensing. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that all recorded device episodes show t-wave oversensing. The lead is still in use. No patient complications have been reported as a result of this event. It was later reported that the lead was removed and replaced prophylactically during a standard device changeout.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned in segments and no anomalies were found. However, the distal conductor, defibrillator coil and several conductors were distorted, there was blood/body fluid on the distal conductor (not obstructed), blood/body fluid on the outer tubing overlay, inner and outer tubing was kinked/buckled, outer tubing overlay was melted, outer tubing overlay had cosmetic esc (environmental stress crack), exposed defibrillator coil had a white substance, the outer insulation had a cosmetic depression, blood was present in/on the helix lobe mechanism, and visual analysis indicated explant damage.